Event description:
Customer reported that the insulin pump has chipped where the battery cap goes in. Blood glucose value is 156 mg/dl. Customer stated that she is not aware of how the damage occurred; possible wear and tear. Nothing further reported.

Manufacturer narrative:
(B)(4). Visual inspection performed and the insulin pump had cracked reservoir tube lip, broken battery tube threads, severely scratched display window and cracked case near display window corners.